Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was "impossible to close". This was observed after a fill treatment of peritoneal dialysis therapy. The patient was given prophylactic antibiotic treatment as a precautionary measure. There was no patient injury associated with this event. No additional information is available.